Event description:
A small pinhole slit was observed in fabric of the mattress at the lower right hand corner of the mattress. Hill-rom representative was called for a new bed. The patient has pressure ulcers and is bedridden and is on a ventilator. The clinitron mattress had been in use 12 days and is rated for 450 pounds. When the rn and the turn team went to reposition patient and pulled the sheets back, the mattress ruptured at 4:30am and expelled silicone sand into the air. The rn covered the apparent tear in middle of mattress between patient's ankle areas with weighted towels and reassessed the patient. The floor and surrounding surfaces were immediately cleaned to prevent a slip hazards. Hill-rom was called again and asked to deliver a replacement mattress and bed. The patient was moved to a new clinitron bed at 6:30 am. The malfunctioning mattress was removed by hill-rom. The sacral wound dressing was removed by enterostomal therapy rn to examine for the presence of silicone. The dressing was intact and there are no signs of silicone in wound area. The dressing was reapplied to the area. Respiratory therapy was consulted to assess the ventilator status. The patient has no complications from this event. Manufacturer response for bed, hospital, wound therapy, clinitron rite hite: bed was removed by hill rom for investigation of rupture. No reply yet on cause of rupture.